Event description:
The following additional information was obtained on 09/20/2010 from one of the patient's peritoneal dialysis nurses: the patient has a past medical history of end stage renal disease and diabetes. The patient started on peritoneal dialysis (pd) therapy in (B)(6) 2010 with local (pd4) ambuflex. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis. It was not reported if the patient was hospitalized. The nurse indicated there was no exit site or tunnel infection associated with the peritonitis. A sample of the patient's pd effluent was collected on (B)(6) 2010 and the cell count showed 2% eosinophils, 3% lymphocytes, 8% monocytes, and 87% polys. The gram stain and culture showed staphylococcus epidermidis. The patient was treated with vancomycin and gentamycin intraperitoneal and recovered from the peritonitis event and has been able to continue with pd therapy well. The nurse indicated they believe the separation of the transfer set and patient line is what caused the peritonitis. No further information is available.

Event description:
A customer contacted baxter's technical service center regarding an accidental separation during dwell 1 on the homechoice (hc). The caregiver (cg) stated home patient (hp) had walked too far from the hc and disconnected. The cg reconnected the home patient (hp). The technical service representative (tsr) advised hp needed to be disconnected and therapy ended to prevent contamination issues. Tsr assisted cg to end therapy and disconnect hp. Tsr also advised cg to contact peritoneal dialysis (pd) registered nurse (rn) in the morning regarding hp becoming disconnected during therapy. Product surveillance followed up on (B)(6) 2010 with the cg to obtain additional information on exactly what disconnected. The cg stated that she doesn't know the technical names for everything but it was not the thing inside the hp. The writer clarified with the cg it was not the catheter. The cg stated the patient was seen the next day (B)(6) 2010 and was diagnosed with peritonitis. The cg reported the hp was placed on 3 weeks of antibiotics. The cg stated the hp was doing well now. The cg also understood not to re-connect the hp. The cassette sample discarded. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A customer contacted baxter's technical service center regarding an accidentally separation during dwell 1 on the homechoice (hc). The caregiver (cg) stated home patient (hp) had walked too far from the hc and disconnected. The cg reconnected hp and wanted to know how to adjust the therapy to account for the solution that came out of the hc while hp was disconnected. Writer asked the cg if the nurse was notified. The cg stated the patient was seen the next day (B)(6) 2010 and was diagnosed with peritonitis. The cg reported the hp was placed on 3 weeks of antibiotics. The cg stated the hp was doing well now. The cg also understood not to re-connect the hp. Cassette sample discarded. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Manufacturer narrative:
(B)(4). Device not available.